Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a physician left a suture sleeve behind. There was no resolution provided as of the moment and there was no additional information that was received. The lead remains in service. No additional adverse patient effects were reported.